Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with sn (B)(6) generated alert 38 for consecutive motor stalls, after which the user was unable to deliver mealtime insulin and experienced elevated blood glucose, with a reported high of 400 mg/dl; a replacement ilet was shipped and the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia without reported physical symptoms or incapacitation. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included collection of event details and device history review, coordination of replacement, return logistics, and data synchronization instructions. Investigation of this case revealed a device alarm for motor stall consistent with a pump delivery malfunction affecting the infusion system, with blood glucose out of target for an extended period and resolution through backup insulin. It was concluded that the cause was a mechanical motor stall resulting in interrupted insulin delivery.